Event description:
Customer reported an issue with panorama central station and ambulatory telepacks, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrective action included removing non communicative telepacks and replacing with functioning telepacks.